Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for the analysis. The s-curve hump height was measured and it was found to be within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead could not be fixated at the target location and was found to be dislodged after multiple attempts. Additionally, the lv lead exhibited failure to capture. The lv lead was not used and replaced. The patient was in stable condition.